Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/12/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that two days after sensor insertion, the patient complaint of itching. Patient's mother then noticed red bumps and red irritation, which was spread across multiple locations including: the abdomen, inner thighs, stomach, back and inner arms. On (B)(6) 2016, the patient's mother brought the patient to the emergency room, where she was seen by a pediatric doctor. Patient's mother was advised to treat the patient with non-over-the-counter hydrocortisone cream and benadryl. The affected area was treated with the recommended hydrocortisone and benadryl. Additionally, patient's mother reported that the patient has previously had skin reactions to at least 5 other sensors and that patient's healthcare provider has recommended the use of kendall dressing as a skin barrier method. At the time of contact, the patient had dry and flaky skin at the reaction site. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event skin reaction was not confirmed. A root cause could not be determined.